Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable adverse event. It was reported that the sensor failure occurred after the loss of consciousness. The patient was in the hospital due to gallstones (unrelated to his diabetes), slowly improving, and expected to remain hospitalized for several more weeks. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor failed after warm up. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. The sensor had failed four days after the sensor was inserted. During the time the sensor failed, the patient stated that he went unconscious. He was taken to the hospital after his partner called for an ambulance. The device was removed by medical personnel. He does not remember any details because of being unconscious and doesn¿t know if a blood glucose (bg) was checked. He was unable to provide any details of the medical intervention provided. At the time of the report about two weeks later he stated that he was slowly improving. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.